Manufacturer narrative:
It was reported that the inner sheath was found being detached in the middle of stent loaded part when removing the delivery system with gw after the stent was successfully placed. As a result of analysis of returned device, outer sheath has not observed notable damage in stent loaded part even though there is fluent curves. The stent was not returned due to deployment success. Also, as a result of the confirm of inner sheath, the detachment occurred at the below part of center x-ray marker, and the kinked mark was observed at the front of the yellow marker. The detached inner sheath was not returned to us. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Biliary structure where stent implanted is narrow and curvy. It could be hard to remove the delivery system caused by pressure generated depending on patient's lesion. If you try to remove it by force in this situation, it is possible that the inner sheath can be stuck on the scope and/or outer sheath, resulted in detachment. However, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. Based on the kinked mark was observed on the inner sheath, but the notable damage was not observed on the outer sheath, and the description, which was written that "the distal marker of the detached inner sheath was found being at the center marker of the stent.", it is considered that after stent deploying, the removal was tried in state that not place the inner sheath back into the outer sheath as the original state. It is assumed that the inner sheath was kinked due to scope's angle and/or patient lesion's curve, and stuck on the scope or stent cell, resulted in detachment. It is stated on user manual in order to prevent these problems as follows. 10. Procedure, (5) after stent deployment, b) carefully remove the introducer system, guidewire and endoscope from the patient. If excessive resistance is felt during removal, wait 3~5 minutes to allow further stent expansion. (Place the inner sheath back into the outer sheath as the original state prior to removal.)". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
It was reported that the inner sheath was found being detached in the middle of stent loaded part when removing the delivery system with gw after the stent was successfully placed. By seeing the scope image, it was found that the detached inner sheath was coming out of papilla. Therefore, the physician tried to remove the detached inner sheath by forceps, however, it went deeper in. Retrieval balloon was used, however, the detached inner sheath could not be removed. The physician decided to finish the procedure without removing the detached inner sheath, expecting it to come out when the stent is fully extended. It will be checked at a later date. When seeing the perspective image after the scope was removed, the distal marker of the detached inner sheath was found being at the center marker of the stent. There were no patient complications as a result of this event.